Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during testing, the display screen was found to be dim and discolored. Unrelated to this issue, the audio bolus button was detached from the pump and could not be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on (B)(6) 2015.